Manufacturer narrative:
(B)(4).

Event description:
It was reported "once iabc was connected to the ac3, they began to receive purge failure alarms". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".